Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8068771 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 110 days after implantation of a 2.5 x 8mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the initial procedure, the target lesion, a "mild, eccentric ulcerative plaque", was located in the mid posterior descending artery. A pre-intervention stenosis of 90% was reported. It was not reported that the vessel was predilated. A 2.5 x 8mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. Heparin was administered to the patient after a "subtherapeutic" activated clotting time was observed. It was reported that there were "no complications," and "the patient tolerated the procedure well." The patient presented 110 days after the initial procedure with chest pain and a 90% in-stent restenosis in the posterior descending artery. The vessel was predilated with a 2.5 x 12mm voyager balloon. Subsequently, a 2.5 x 13mm cypher stent was placed. A post-intervention residual stenosis of 0% and timi iii was reported. "Excellent angiographic result" was reported.